Event description:
It was reported that the decompressor kit was used on a patient in surgery and part of the flexible tip was left in the neck of the patient. This was discovered during an MRI, when the patient had pain. A revision surgery may be completed. No other information is available.

Manufacturer narrative:
Not returned.

Event description:
It was reported that the decompressor kit was used on a patient in surgery and part of the flexible tip was left in the neck of the patient. This was discovered during an MRI, when the patient had pain. A revision surgery may be completed. No other information is available.